Event description:
It was reported via a user facility medwatch report that during the procedure in an unspecified coronary vessel, after advancing a 2.75x8 nc trek rx balloon dilatation catheter (bdc) to the target lesion without resistance, the balloon ruptured at an unspecified pressure during dilatation. The nc trek bdc was withdrawn from the anatomy without resistance. A new unspecified bdc was used to complete dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided. User facility medwatch report received that states: during the cardiac catheterization, the coronary dilatation catheter balloon ruptured while in the patient. What was the original intended procedure? Cardiac catheterization with stent placement. Device usage problem: device failed, (e.g. Broke, couldn't get it to work or stopped working.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.